Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic cyst removal the surgeon was using the device to take down adhesions to access an ovarian cyst in efforts to drain it. Due to placement of trocars, surgeon was having to pull harmonic out of the trocar to the maximum but still be outside the trocar shaft. She was switching camera to multiple ports to get appropriate positioning to complete procedure. It was noticed that heat from the harmonic had melted the distal end of the trocar. The trocar was inspected and found to be intact but melted. The procedure was completed with a like device with no further incident and the surgeon examined the abdomen from multiple angles to inspect for any foreign objects and nothing was visualized. There were no patient consequences.